Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek pro ii meter serial number (B)(4) compared to a laboratory using an acl top 500 analyzer. Patient 1 meter result was 5.6 inr and the laboratory result was 7.12 inr. Patient 2 meter result was 8 inr and the laboratory result was 5.79 inr. Patient 3 meter result was 4 inr and the laboratory result was 8 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 250324) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured with a reference meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: vial 1 qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Vial 2 qc 1: 2.8 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned material and the retention material meet specifications.